Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The pump history was downloaded at the user facility. A review of the history indicates in early 2009 at 1057, the pump was powered on. At 1058, the pump was programmed to deliver dilaudid 0.2mg/ml in the pca only mode, a 0.2mg pca dose, an 8 minute lockout, and a 4mg 4 hour limit. The door was locked and the infusion was started. Between 1111 and 1825, there were twenty-four 0.2mg patient initiated deliveries and nine unmet demands. At 1926, the door was opened and locked. A review of the history indicates the pump delivered as programmed.

Event description:
The customer contact reported an adverse event while the pump was in use. At 1109, the pump was programmed to deliver hydromorphone 0.2mg/dl in the pca only mode, a 0.2 mg pca dose, an 8 minute lockout, and a 4mg 4 hour limit. After an unspecified length of time, the patient was found unresponsive and a code was initiated. The patient was treated with an unspecified dose of narcan. The patient "responded immediately" and was transferred to the intensive care unit for monitoring. The medication was discontinued. The pump was removed from clinical service. There were no reported adverse sequelae. The customer contact reported that during a review of the history at the user facility, it was noted the pca button was pressed repeatedly. The customer contact stated that the pump was "programmed correctly" and that there was "nothing wrong with the pump." The customer contact stated that this a case of a "skinny young man who got an adult dose." Though requested, no additional information was provided.